Manufacturer narrative:
The device was being used during treatment when the software exited to the navio patient screen. The log files confirmed that crash had occurred. The DHR was reviewed and found that the software had been validated. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The relationship of the device and the reported event has been established. Review of the log files confirmed that there was a software crash caused by poor data collection and the inability for the software to handle it effectively to create the bone model. The root cause of the event was due to a software failure and this issue is being investigated by the software engineering team.

Event description:
It was reported that during case after tibia free collection, the navio was loading and the mesh disappeared, leaving only the green dots. Erased a few points and the mesh returned but disappeared again. When the "continue" button was hit, a white screen appeared and then exited to the navio patient screen. When selecting the "resume operation" button, had to restart from the very beginning and case was completed.